Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to confirm low battery alert due to blank display.

Event description:
It was reported that the insulin pump was not turning on again. The customer¿s blood glucose was unknown. The customer reported that the insulin pump was asking for multiple battery replacement and insulin pump was not turning on again. The customer had already tried with batteries coming from different boxes but the issue persists. The product will be returned for analysis.